Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had trauma to the chest, with an abrupt increase in the impedance measurements to greater than 2000 ohms and noise. The lead was thought to be fractured. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil was deformed and had a break approximately 24.7 centimeters (cm) from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was consistent with entrapment in the clavicle-first rib region.